Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012 and suture was used. While suturing the uterus the needle broke. The surgeon could not locate the needle and it remains in the myometrium.

Manufacturer narrative:
(B)(4). Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for strength and ductility and the devices met performance specifications.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02903. The same patient is represented in each medwatch.